Event description:
It was reported that loss of left ventricular (lv) capture was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed, and the patient will further be monitored. There were no patient consequences.